Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient needed to get their dorsal column stimulator replaced. The patient stated it was fluctuating in amperage and there was a small, but increasing hot spot. No further complications were reported.